Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impaction platform split into two pieces. Case type: tha.

Event description:
Impaction platform split into two pieces. Case type: tha.

Manufacturer narrative:
Event description: impaction platform split into two pieces. Product identification: the returned device confirmed to be rio shell impaction platform, p/n 206270, l/n dm011014. Inspection: visual inspection shows the shell impaction platform broken in half. Fracture occurred through the button cavity. See attached image as reference. Product history: review of device history records indicate 20 devices were accepted into final stock on 12/09/2014 with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 206270, l/n dm011014 shows 05 additional complaints related to the failure in this investigation. Complaint pr: (B)(4). Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion: visual inspection shows the shell impaction platform broken in half. Fracture occurred through the button cavity. Failure mode was confirmed.